Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending (lad)artery. A 3.00mm x 20mm fg nc emerge mr (nc emerge®) balloon catheter was used for dilatation of a pre-existing stent. However, on the first inflation at 20 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with implantation of another stent and patient was also treated appropriately. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.    (B)(4).